Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother reported via phone call that the insulin pump was alarming no delivery when attempting to bolus. The customer's blood glucose was 220 mg/dl. Amidst troubleshooting, the insulin pump alarmed no delivery again when running a manual prime. The customer stated that the insulin pump kept looping back to the rewind stage. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.